Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. The ¿go/ no go gauge¿ check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of fluid overload, which warranted hospitalization. However, during follow-up the pdrn reported the patient was non-compliant with their pd prescription which caused the fluid overload. It is well established that on-adherence to pd therapy is a major factor when determining its efficacy. Based on the information available, there is no documentation or indication the liberty select cycler caused or contributed to a serious adverse patient event. Additionally, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported the patient a peritoneal dialysis patient was hospitalized (dates unknown). Upon follow up the peritoneal dialysis nurse (pdrn) revealed the patient was hospitalized for fluid overload due to non-compliance with peritoneal dialysis (pd) therapy. Reportedly the patient ¿probably¿ missed some pd treatments, and as a result, was transitioned to hemodialysis (hd) for rrt. The pdrn stated the patient was ¿dialyzed¿ while hospitalized; however it is not apparent which modality was utilized. The pdrn declined giving additional details, as such; the hospital course and discharge disposition of the patient is unknown. It is also unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization.